Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported failure could not be duplicated. As a proactive measure verified lugs on t1, reseated fluoro function pcb and verified 5.1v to the fluoro function pcb. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the 9900 system locked up during a case and required reboot to complete the case. There was no report of pt injury.